Event description:
As initially reported by non-healthcare professional. It was stated that consumer received contacts either already broken before or break when they go in eye, had multiple contacts break in eyes. Consumer visited a doctor to get the pieces out and was confirmed that left cornea has a lot of damage from being cut by the broken contacts, both eyes are infected and irritated. Symptom¿s resolution at the time of reporting is unknown. Additional info has been requested but not yet available.

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown.  Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from ecp (eye care professional) office stating the lens got broke inside the consumer eye. Visited separate doctor to take out her contact lenses, doctor recommended cold compress to the patient. No further information is available.